Event description:
The pt reported that he was wearing a sweater and lifted it up to check his infusion device and noticed that the outer tubing of his infusion set had become separated at the luer lock. The pt reported that the inner tubing was still connected. The pt replaced his infusion set tubing and did not experience any issues with his blood glucose values. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.